Event description:
N/a

Manufacturer narrative:
(B)(4). The investigation was completed on 04/15/2015. Retain and returned product was tested and are functioning according to specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding act kaolin cartridge that yielded unexpected results on a patient undergoing a procedure in the cath lab. The customer reported act celite cart starred out (suppressed results) 5 star outs in a row on the patient that needed to be tested for act before undergoing a by-pass procedure. The customer states then they got a result on the 6th cart and this result was used to precede the patient to undergo by-pass surgery. The customer then tested a 7th cart and that gave code 46. The site reports there was no sample contamination - sample was collected from a radial arterial line. Customer is returning product for investigation. The patient went on bypass and the following test were run during bypass at interval of ~30 min and 3 act cart tests in between either gave an error code or star out (customer not sure), after this the 7th cart gave code 46 the patient was given more heparin (27000 u of hep). The heparin dose protocol is 350u/kg. - next cart gave 372 for act the next cart did not give results (error or star out - customer not sure), patient was given more heparin (27000 u of hep) - next cart gave 385 for act the next cart did not give results (error or star out - customer not sure), patient was given more heparin (27000 u of hep) - next cart gave 385 for act the next cart did not give results (error or star out - customer not sure), patient was given more heparin (27000 u of hep) - next cart gave 556 for act thirty (30) minutes later patient came off bypass and was given protamine to reverse heparin after surgery. Thirty (30) minutes later the act test gave a 119 sec (baseline result was as expected). There are no injuries associated with this event.

Manufacturer narrative:
(B)(4).